Manufacturer narrative:
(B)(6). Device returned to manufacturer: the optical cable, tip, device shaft, proximal face end, and sensor port were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that the tip was detached at the sensor housing and bent, and there were kinks throughout the body of the wire. The shroud of the optical cable was connected to the ffr link for signal verification. The signal was not present, as designed. During testing with the ffr link, the signal strength showed a yellow light and the zeroed showed a blinking red light. The shroud of the cable was then connected to the bench top testing equipment, the coefficient values were confirmed to be programmed. The modulation was checked but there was no modulation for this device. Device analysis was conducted by inspecting the sensor by viewing the sensor port to verify that the sensor was in the correct location. It appeared that the sensor was inside the sensor housing detached from the fiber optic cable with body fluids in the sensor housing. The wire was gently shaken to see if the sensor would move within the sensor housing and the sensor did move which verifies the sensor was detached from the fiber optic. The proximal end face of the wire was inspected for any fiber optic cracks or damage and that it was polished correctly. The wire end showed the proximal end face was cracked. The handle was dismantled to see if there was any damage or irregularities. When the handle was dismantled, it was found that the wire appears to have punctured the polymer disc. The polymer disc is what the wire pushes against within the optical handle and helps protect the fiber face to ensure the two fibers stay in close contact so that light passes through without refracting. So, with the disc punctured, this can result in a reduction in signal strength. Significant or continual wire manipulation, for example, reinserting the wire into the occ handle many times or reinserting with high force, would most likely be needed to cause damage to the proximal end face and the polymer disc. Also, when the proximal end face is damaged, then it is sitted in the handle the signal cant reach the sensor, causing no signal.

Event description:
Reportable based on analysis completed 13 jun 2022. It was reported that the comet pressure guidewire did not display a pressure signal during the procedure. There were no patient complications reported. However, returned device analysis revealed the tip to be detached.